Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the child has reduced responses to sound with the device. There is no report of accident or trauma.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. A decision regarding explantation surgery has not been made available yet.

Event description:
Reportedly the child has reduced responses to sound with the device. There is no report of accident or trauma. Re-implantation is recommended.

Manufacturer narrative:
Damage to the active electrode under silicone overmold, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
Reportedly the child has reduced responses to sound with the device. There is no report of accident or trauma. The recipient was re-implanted.